Manufacturer narrative:
Date received by manufacturer: 07nov2019. Date of report: 08nov2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the ul_lr and ur_ll resistance were out of spec. Fault are found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR rec¿d date 02oct2019. Date of report rec¿d .02oct2019 the manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Touchscreen failure. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Touchscreen failure. There was no patient involvement.